Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection that developed into a pump pocket infection. The patient was lethargic and had shortness of breath. Blood cultures were performed and a collection of fluid was found around the pump. On (B)(6) 2015, the patient was taken back to the operating room for a washout and debridement. It was reported that the patient was slowly recovering. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was given antibiotics and a debridement. The patient reportedly still has a wound vac in place. It was also reported that the infection did not resolve with washout/debridement.